Manufacturer narrative:
Manufacturers ref# (B)(4). 510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a lot of force was used to retrieve the filter and the snare failed. The pin vise which was previously tightened came off the back of the snare. The snare catheter came back over the top of the snare itself. Meanwhile, the hook of the filter straightened. The snare system was removed piece by piece. The sheath was removed and retained wire access. Swapped for a 16fr*x5cm sheath. A modified loop snare technique was used to successfully retrieve the filter. Excessive force was and additional techniques were needed to retrieve this filter. Using the clover snare, the hook was straightened out. Needed advance retrieval techniques (modified loop snare). The indwell time was less than 6 months. The filter feet were imbedded. Patient outcome: the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#: (B)(4). Summary of investigational findings: the investigation is based on the event description only. It was reported that the filter legs were embedded and therefore, excessive force and advanced retrieval technique was needed to remove the filter. No product was returned and no imaging was available and therefore the exact reason for the difficulties encountered, when attempting to retrieve the filter cannot be determined. However, it is reported that the filter feet were embedded in the vessel wall and this embedment may have complicated the retrieval, thus caused the straightened retrieval hook and required an advanced technique to successfully retrieve the filter. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.